Event description:
This procedure was performed on the sfa. Two protege everflex stents were implanted, overlapping, in the sfa. In catheter angiography foreign particles were found distal to the stents. The particles were recovered and were identified as two catheter tips belonging to the protege everflex stent catheters. The two catheters were examined and indeed, it was visible that the catheter tips had ruptured. No irregularity was noticed during the intervention and the implantation of the stents. No injury to the pt was reported. Please reference MDR 2183870-2010-00011 for the other protege everflex used in this procedure.

Manufacturer narrative:
The lot number was not provided. As a result, a review of the device history record for this device could not be conducted.